Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an o2 device failed occurrence. No patient harm reported.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened. The customer reported patient involvement with no harm to the patient.